Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous lesion exhibiting 100% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery of the device. It was reported that the stent failed to cross the lesion due to thrombus and lesion tortuosity. It was observed that stent deformation occurred in vivo during positioning/advancement to the lesion with a strut of the stent being raised. The device was not deployed in the patient. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: bends were evident on the catheter which are consistent with the coiling of the device for return. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised. Deformation was evident to the distal tip. Deformation was evident to the distal shaft from 3.6cm to 5cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. Image review: the images capture the obtuse marginal (om) with lesion sites visible in the proximal and distal parts of the vessel. Pre-dilation of the proximal om is visible with an unidentified balloon device. The next images capture the deployment of a stent in a lesion site in the distal om. There were no images capturing the attempted delivery, subsequent stent deformation and withdrawal of the resolute integrity 2.5x18mm stent. If information is provided in the future, a supplemental report will be issued.